Manufacturer narrative:
The malfunctioning device was returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Dressing intact/occlusive, but due to be changed per policy dressing removed easily and uneventfully. Site cleaned with chlorhexidine while waiting for site to dressing, fluid noted to be pooling next to catheter. Site dried with gauze. Fluid began pooling again. Md order to remove PICC and place piv. Changed to oral medication and piv placed for IV precedex.

Manufacturer narrative:
Having examined the returned sample a leakage could be detected approx. 2 cm prox. The bold end marking when flushing the catheter over the orange hub. A microscopic analysis visualized a tear with typical signs for a pressure burst at this area. Further, the lumen shows occlusions at the distal part of the catheter. It appears that the catheter had been fixed with an adhesive like material at the leaking area. The product incident report indicates that the site was cleaned with chlorhexidine. It is unknown whether the chlorhexidine used was water based or alcohol based, but the instructions for use caution that organic solvents such as alcohol or acetone may interact with the catheter material and weaken it. The complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging and the catheter had been in place for up to 7 days without leakage. This is the first complaint for batch 6900655 and the 2nd regarding a leaking 1252.232g. Corrective/preventative action: no corrective action is warranted at this time. However, both vygon germany and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Dressing intact/occlusive, but due to be changed per policy dressing removed easily and uneventfully. Site cleaned with chlorhexidine while waiting for site to dressing, fluid noted to be pooling next to catheter. Site dried with gauze. Fluid began pooling again. Md order to remove PICC and place piv. Changed to oral medication and piv placed for IV precedex.